Manufacturer narrative:
Device was not implanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not deploy the foot plate (anchor) so manual pressure was held to achieved hemostasis. The patient is stable. No equipment or other devices were used with the angio-seal device. Additional information was received on 8/16/18. The procedure being preformed was a stroke intervention. An 8fr 90cm shuttle sheath was used prior to the angio-seal. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to up date section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical device history, the reported event may be related to user error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, without the device return the exact cause can not be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted to correct the information that was reported in section in the MDR follow up no. 1 report. Section should be marked additional information & section is blank.